Event description:
It was reported that the insulin pump alarmed no delivery twice. The blood glucose reading was 292 mg/dl. The customer stated that she was unable to troubleshoot for the issue. She stated that one alarm occurred 4 weeks prior, and the most recent had alarmed 2 weeks ago. She no longer had any of the infusion sets from those events. She was advised to call at the time of the no delivery alarm for proper troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.